Event description:
The pt developed pain in the joint. X-rays revelaed a possible loose tibial baseplate. During the revision surgery, it was confirmed that the tibial component was loose. The orthopedic surgeon commented that the tibial component was originally undersized causing the prothesis to subside and loosen.

Manufacturer narrative:
Summary of evaluation:the information provided, including the medical opinion that the tibial component was originally undersized causing the prosthesis to subside and consequently loosen, and the examination results indicate that this event is not device related.